Event description:
The patient underwent an anterior cervical discectomy and fusion at c4-5 and c5-6 with anterior cervical plating on 8/30/93. On reevlauation (7/94) patient was found to have instrumentation failure (the cervical plate fractured) at c5-6 with chronic neck and left shoulder pain. The anterior cervical plate was removed on 9/21/94.